Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced adhesive issue and faced infusion set tape not sticking event on (B)(6) 2026. The infusion set fell off. No further information available.